Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx closure device was implanted in (B)(6) 2022. At an unspecified time in 2023, the patient experienced a stroke.

Manufacturer narrative:
B3: bsc aware date used as event date is unknown. D6a: estimated as implant reported to have occurred in (B)(6) 2022.